Event description:
It was reported that the patient presented remotely via merlin.net. Upon review of transmission, it was found that the right ventricular (rv) lead exhibited noise. No intervention was performed. Patient condition was stable.

Event description:
New information received notes that the right ventricular lead was capped and replaced on (B)(6) 2022. Patient condition was stable.